Manufacturer narrative:
During testing, the device did not stay on with battery power. This was due to corrosion on the middle circuit board battery contacts, battery door, and in the battery compartment caused by disposable battery leakage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a lithium battery replacement. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, battery leakage was noted inside the battery compartment of the device.